Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
After one month and 10 days of perma cath insertion cracks in the lumen were found. Catheter was replaced.

Manufacturer narrative:
A review of the manufacturing process noted that this device family is 100% leak tested at the end of the manufacturing process which would detect any failures. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. The investigation performed was unable to determine the cause for the reported failure.